Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during an infusion of tpn there was leaking at the connection between the 2 tubing sets. The tubing sets were not disconnected, but reported to be "loose". The connection between the tubing sets was tightened and the tpn continued to infuse until the patient's mother complained that the tpn was still running despite the known leak. The infusion was stopped and new tpn was ordered, then subsequently infused. There were no adverse effects to the patient as a result of this event.